Manufacturer narrative:
This report will be amended, when our investigation is complete.

Event description:
It is reported that a patient will undergo a revision due to dislocation of the baseplate.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combination. Review of the compatibility of the devices confirmed that these are an approved compatible combination. The investigation could not verify or identify any evidence of product contribution to the reported problem.